Event description:
The customer obtained unexpected, vitros amon quality control result (296.1 vs. An expected result = 173.9 umol/l) using a vitros 5600 system at the customer's lis. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected using patient samples. No patient samples were run during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed vitros amon result was reported from a vitros 5600 as ug/dl, which was different from the unit of measure for the same vitros amon result displayed at the customer¿s lis (umol/l). The root cause was attributed to user error. The investigation determined that the vitros system was not correctly configured to report vitros amon results as umol/l to match the configuration of the customer's lis. The ocd csc assisted the customer in configuring vitros amon results to be generated umol/l as intended. There was no evidence that an instrument or reagent issue contributed to the event.